Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer (who is also a physician) reported that following an intraocular lens (iol) implant procedure the patient had experienced eye toric power was still very high / not corrected after the company toric intraocular lens (iol) implant. Additional information has been received stating symptoms started appearing after 1 week and continued after 3 weeks, as vision check found no improvement in terms of cylindrical power and axis. The patient had cylindrical power and axis in spite of using company toric intraocular lens (iol) and readability of letters was not good due to blurred letters. Vision quality was also not much improved as sharpness, contrast of pictures were still not good. Eye care provider not commented as such why toric power iol failed to correct cylindrical power and axis. As per eye care provider problems related to picture quality may be due to other eye issues. Additional information has been received from physician stating that patient came for follow up 3-4 times. The physician confirmed that patient was well advised about the power correction after surgery. The patient did not complaint of residual spectacle in the left eye. Before surgery patient requested to correct more near vision and he was ok if distant vision residual power was persisted post operation. Additional information received from consumer stating as per doctor iol (intra ocular lens) was found at different axis as it rotated inside eye and did not help correction of cylindrical power. Additional information received from consumer stating doctor checked the axis of iol on (B)(6) 2024 and confirmed that iol found rotated more 10 deg from desired axis.